Event description:
It was reported that patient underwent initial agc knee surgery approximately 15 years ago. Revision procedure was performed on (B)(6), 2015 due to laterial tibial collapse and fractured fibula. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).